Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1060mg/dl and a high ketone level. Reportedly, customer's cartridge ran out of insulin, and customer did not refill the cartridge. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.